Manufacturer narrative:
The failure investigation has been completed and the alleged battery - not charging issue was verified while based on the analysis, the alleged low bg issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 32 mg/dl, cause was unknown. Customer consumed carbohydrates to address bg. Additionally, it was reported that the pump battery could not be charged. The customer reverted to an alternate method of insulin therapy.